Manufacturer narrative:
A field service engineer (fse) was dispatched who fse conducted follow-up with the customer to address the reported event. Fse arrived at site due to y axis z errors I first. Fse saw that the chute was clogged causing the cup transfer module to cause an error when it went to drop off a cup also then by using the cd back in place and also cleaned the incubators. Fse also ran the daily which passed also the customer. Customer ran qc on all assays with no errors and no more clogging issues. No further action is required by field service the most probable cause of the reported event was due to clogged waste chute. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported 4193 y axis cup transfer z axis home overrun failure with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2017, to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.